Manufacturer narrative:
This case was assessed by merz north america as serious. The event of neuropathy peripheral was assessed as unexpected, the event of skin striae was considered expected as scarring, whereas the events of injection site infection and injection site induration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse. The reported redness, began to fill/swelling, and pus are considered to be symptoms of injection site infection and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the temple area is no approved indication for radiesse in us. While operative washout with physical removal of the radiesse and prolonged antibiotic therapy was required to prevent permanent damage due to the event injection site infection, no direct corrective treatment or medically significant outcomes were reported specifically for events neuropathy peripheral, skin striae, and injection site induration. These events were reported as resolving and resolved (respectively). They were not life threatening, did not cause permanent impairment, and did not require hospitalization. Therefore neuropathy peripheral, skin striae, and injection site induration were considered as non serious. Strong confounding factor in this case includes the patient's hybrid endoscopic browlift performed on an unknown date after injection with radiesse, which included an incision in the area of radiesse implantation. The patient initially reported no issues immediately after injection with radiesse. Information in this case is limited, pending exact onset date of the reported events and date of the browlift, which are needed to determine the latency relative to the injection with radiesse. Nevertheless, given the biofilm with p. Acnes identified on pathology with presence of calcium hydroxyapatite, a contributory role of the treatment with radiesse cannot be ruled out with certainty and causality for the reported events is therefore assessed as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site infection was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us nurse and concerns a female patient (herself). She was injected with radiesse, into the temple area (off label use of device) in (B)(6) 2025. Radiesse was diluted or hyperdiluted, but she was unsure and would find out (as reported). The patient reported that she did not have any issues at all. The lot number for radiesse was not reported. Patient medical history includes hybrid endoscopic brow lift. The patient had no known autoimmune diseases and never had any other complications with other filler product before. On an unknown date, after the radiesse injection, the patient experienced a biofilm, neuropathy, temples got really hard, and striae. On an unknown date, she went to a plastic surgeon for a hybrid endoscopic browlift, which included a temple incision. It was totally fine for a few weeks. Then suddenly, her temples got really hard and started to fill (as reported), appeared red and there was swelling. The surgeon started her on broad spectrum antibiotic doxycycline, which did not improve the swelling. The surgeon later extracted via needle, 3ml of gray pus from each temple. According to the surgeon, pathology testing indicated biofilm with propionibacterium acnes (reported as p. Acne) with white blood cells and calcium hydroxyapatite (reported as calciumhydroxylappetite). A week later, the pus returned and another 1ml was withdrawn from each temple. The patient continued to have striae and redness down the neck. Her symptoms were not improving with antibiotics. The patient elected to have a full washout of the face (as reported), and the surgeon had to hand scrape radiesse. The plastic surgeon stated to the patient that it was like tearing grout out of a tile (as reported). The patient stayed on antibiotics for 4 months until her symptoms subsided. She reported still having neuropathy in the temples, but was appearing to improve. Due to the provided information, the outcome of the event neuropathy was considered as resolving. Due to the provided information, the outcome of the events biofilm with p. Acne, hard and striae was considered as resolved.